Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that a button on his insulin pump became unresponsive. The patient's blood glucose at the time of incident was 174 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump is eligible for replacement, but no products have been shipped or returned; the customer declined a replacement pump since he could not afford to pay the deductible for a new pump.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on escape button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test and self test.